Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. Symptom of redness was noted. The physician believed that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent a revision procedure wherein the ipg was replaced and the pocket site was moved to the left side. The explanted device was discarded. The patient was doing well postoperatively.